Manufacturer narrative:
The event was based on lesion characteristics. It is not related to the product quality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
One endeavor resolute drug eluting stent was attempted to be used to treat a severely tortuous, moderately calcified lesion with 85% stenosis in the mid rca. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. It was reported that the device failed to cross the lesion. It was indicated that stent deformation also occurred. No patient injury is reported.

Manufacturer narrative:
The relevant device is a resolute integrity drug eluting stent. If information is provided in the future, a supplemental report will be issued.